Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent episode of high blood glucose above 400 mg/dl while using the ilet with a dexcom g7 continuous glucose monitor (cgm) sensor and a 23" infusion set, with no clear precipitating factors noted. The user had been announcing meals using a smaller-than-usual meal size due to concern about hypoglycemia, and support guided a full setup, sensor reconnection, supply change, body-weight entry, and a factory reset as part of troubleshooting and education. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.